Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer-reported issue. Upon investigation of the actual device used in this incident, it was determined that the internal battery required inspection due to an unexpected system reboot caused by a kernel power event 41 error. The field service engineer (fse) went on-site but had to travel to the depot to obtain a replacement internal battery, which took over two hours. The field service engineer returned to the site and replaced the internal battery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, rebooted without shutting down cleanly. This error might have occurred if the system had stopped responding, crashed, or lost power unexpectedly. There were no delay or adverse events or injuries reported based on this event.